Event description:
It was reported that a spectrum pump displayed nuisance/intermittent air in line messages during therapy in the progressive care unit (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the false air in line alarms which were reproduced while running an infusion. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor and low fluid numbers. Low ultrasonic readings make the pump more sensitive and have been known to contribute to false air in the line alarms. The failed upstream sensor was replaced.